Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe experienced damaged injection. The following information was provided by the initial reporter: the user's verbatim report is that the component to work for injection was damaged (it was registered as damaged plunger rod).

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. This is a duplicate of MFR report # 1920898-2022-00594 that was reported for foreign matter. The initial report for product damage was determined to be incorrect.

Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe experienced damaged injection. The following information was provided by the initial reporter: the user's verbatim report is that the component to work for injection was damaged (it was registered as damaged plunger rod).